Event description:
Customer reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge, before resuming insulin.